Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The receiver was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. A picture was taken of the receiver. The customer complaint was confirmed because the call tech support and firmware error were displayed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed err67 on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.